Event description:
The device was used during a splenectomy. Reportedly, the handle broke and the instrument was difficult to open. The surgeon was able to remove the device and there was unexpected tissue loss. The surgeon applied cautery to complete the procedure. The hospital has reported no pt injury occurred.